Manufacturer narrative:
Device evaluation:the device was returned for evaluation. No obvious issues were noted during visual inspection. The investigator attempted to power on the device but no power on occurred. The investigator replaced the main board and then the device was powered on successfully. The cause of the component issue was not identified.

Event description:
It was reported the device would not power on. The reporter could not confirm whether patient was involved. No adverse effects reported.